Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, dislodgement was observed under fluoroscopy. The lead was explanted and replaced without complication. The patient was stable.